Event description:
Baxter received a report that one (1) intermate had "separated tubing to luer". There was no report of patient involvement. No injury or adverse event is reported. A sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4) - device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the broken condition, finding the luer post had been broken off at the junction of the tubing. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.